Event description:
Additional information: the event was described as difficulty driving at night due to headlight glare with starburst affect and black spot in vision od. Yag laser ou was performed to correct this event. The referring physician indicated that in his opinion the likely cause of the event is the flexible lens implant, his retinas are stable with just vitreous syneresis. The patient's current prognosis and treatment "from a retinal stand point; stable with no treatment indicated to either eye".

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The consumer reported having problems with lights and complains of spikes or starburst effect around lights. The consumer indicated that his doctor's diagnosis was obscuring vision, dry eyes syndrome, and tear film insufficiency after cataract. The doctor has performed 2 yag laser procedures on the left eye and 1 yag laser procedure on the right eye. The reason for the yag treatments was not provided. Patient refused 2nd yag laser procedure on the right eye. Consumer indicated problem became worse after laser surgery. This report pertains to the patient's left eye.

Manufacturer narrative:
The lens remained implanted. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (7473006) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined. The surgeon indicated the likely cause of the event was pco and dry eye. The yag procedure performed was likely performed due to pco.

Event description:
Additional information: the event was described as "patient complains of glare and halos while driving at night". The surgeon indicated the likely cause of the event was pco and dry eye. Yag procedures were performed in both eyes. The reason for the yag procedures was not provided. The patient's current prognosis and treatment are "aggressive lubrications and punctal occlusion".